Manufacturer narrative:
Product event summary: five image files were returned and analyzed. The images were of 3d maps, which depicted pulsed field ablation for pulmonary vein isolation, pulsed field and radiofrequency energies for mitral line ablation, and radiofrequency energy for cavotricuspid isthmus ablation. Additionally, ventricular fibrillation was observed in the image files. In conclusion, the reported clinical issue of ventricular fibrillation occurred during the procedure and was observed during image file analysis. The decision to abort the procedure without use of alternate therapy was based upon the medical judgement of the physician. There is no indication of a relation of the adverse event to the performance or malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 event description updated d4 lot number updated e initial reporter prefix, first name, last name and phone number updated e2 hcp updated e3 occupation updated h6 eval code method (fdm/annex b): updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the cavotricuspid isthmus (cti) line was aborted and the patient was under general anesthesia.

Manufacturer narrative:
Continuation of d10: product ID afr-00004 (serial: (B)(6)); product type: 3294-generator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a radiofrequency ablation procedure on the cavotricuspid isthmus line, ventricular fibrillation was induced. The patient had a biotronic implantable cardioverter defibrillator lead, which was turned off prior to the procedure. The patient experienced ventricular fibrillation and was subsequently shocked back into sinus rhythm. The outcome of the case is unknown. No further patient complications have been reported as a result of this event.